Manufacturer narrative:
(B)(4). Batch #: u5f630. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with four reloads present. The reloads were received fully fired, with the pan detached from the reloads. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.

Event description:
It was reported that the dr. Was performing vat lobectomy and a nurse reported that a foreign object was found in thoracic cavity before closing, the doctor suspected that the object was from our product. A pse45a, pve35a and a pack of used reload were packed to be investigated. No patient consequences reported. No further information is available.